Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
No sample was returned to the MFR for eval. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary frequency, urgency, mesh erosion, postoperative bleeding, pelvic pain, mesh extrusion, dyspareunia, suspected graft constriction syndrome, pseudomembranous urethrotrigonitis, intravaginal sling erosion, mild interstitial cystitis, vaginal hematoma, cystocele, borderline adequate distal urethral caliber, hyperemesis with gastroenteritis, dehydration, pyelonephritis, nocturia, mesh revision (x10) surgeries, rectocele, mixed incontinence, morbid obesity, inability to have sex with her spouse due to complications with mesh, infection of the leg and buttocks, exacerbation of anxiety levels, depression, mental anguish, emotional stress, lower back pain, scarring, nocturia, fecal incontinence, weight gain, chronic diarrhea, constipation, enterocele, hernias, pelvic trauma, peritonitis/sepsis, rectocele and recurrent vaginal/bladder problems.